Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in low voltage shock impedance (lvsi) measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this patient showed a gradual rise in the right ventricular (rv) pacing impedance over the last month, and technical services (ts) was inquired for recommendations. Ts reviewed this patient's data and confirmed the allegation, the rv impedance raised from 506 ohms to 786 ohms. In addition, rv amplitudes dropped slightly and are between 6 to 9 mv. Ts asked if the patient had a change in the cardiac status or if the patient had any heart procedures lately, this was unknown, but it was stated that such information will be seek. Ts recommended to evaluate the status of the lead, whether is remotely or in-clinic. Further information was received indicating a patient-initiated investigation was required and lead impedance and r-waves amplitude had both got stable since the acute increase. No intrinsic issues were found with this rv lead. Additional information was received that this lead also showed high out of range shock impedance measurements. Ts confirmed this has been a gradual increase. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this patient showed a gradual rise in the right ventricular (rv) pacing impedance over the last month, and technical services (ts) was inquired for recommendations. Ts reviewed this patient's data and confirmed the allegation; the rv impedance raised from 506 ohms to 786 ohms. In addition, rv amplitudes dropped slightly and are between 6 to 9 mv. Ts asked if the patient had a change in the cardiac status or if the patient had any heart procedures lately, this was unknown, but it was stated that such information will be seek. Ts recommended to evaluate the status of the lead, whether is remotely or in-clinic. Further information was received indicating a patient-initiated investigation was required and lead impedance and r-waves amplitude had both got stable since the acute increase. No intrinsic issues were found with this rv lead, and it remains in service. No adverse patient effects were reported. Additional information was received that this lead also showed high out of range shock impedance measurements. Ts confirmed this has been a gradual increase. No adverse patient effects were reported. This lead remains in service.